Event description:
It was reported that the up arrow keypad button had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the up arrow button was found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the display screen was found to be faded and miscolored. Also unrelated, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.